Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was replaced on (B)(6) 2015 due to a battery issue. The issue was described as the ins battery could no longer charge. The manufacturer's representative had attempted to recharge 4-5 months ago, possibly using a physician mode recharge (pmr) procedure, but this was not effective. The indications for use of the implanted device were noted as spinal pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient experienced back pain, leg pain and leg weakness related to the implantable neurostimulator (ins) not being able to charge. The manufacturing representative (rep) did not have additional information regarding the cause of the issue.